Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator was showing and error "venti inop" .erreur xdcr .defaut moteur and does not ventilate. There was no patient involvement associated with this event.